Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that half of the optic, a haptic and half of the other haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
It was reported that, the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The lens was removed without enlarging the incision and there was no patient injury.